Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 800 mg/dl, a heart attack, an urinary tract infection (uti), and a large ketone level identified as dangerous by healthcare provider. The cause of elevated bg was unknown; however the customer believes the cause could have been due to the heart attack, or the uti. The customer was unable to provide the sequence of events; customer was unsure if the heart attack and uti were a result of the elevated bg, or if they were the cause. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin, saline and antibiotics for uti. No information was provided regarding the release date; however customer indicated the issue was resolved. Customer was unsure if any permanent damage was sustained as healthcare provider was assessing if customer required further heart treatment.